Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. In addition during review of the pump data by tandem technical support, it was noted that the pump battery depleted from 50% to 0% within a few minutes. The battery gauge them jumped back up to 50%. Following the reset the customer was also experiencing trouble charging the pump. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.